Manufacturer narrative:
H3: analysis of the ins (s/n:(B)(6)) revealed that the implantable neurostimulator (ins) passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis has been completed yet, however once completed a supplemental regulatory report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states they are implanting intellis ins today and notes that she was connected to ins during implant procedure and was entering information. Caller got to a point where she was entering flouro imaging into ins and then the communicator apparently disconnected--the caller states the screen showed 'searching for communicator' and caller's only option was to exit workflow. The caller then states she put new batteries in the communicator even though it didn't need them. The connection between communicator and tablet appeared to be normal but the caller noted being unable to proceed with connecting to ins, communication screen that goes from 0-100 only stayed at 0. The caller confirmed no other apps open. The caller attempted to open and close pt data service app. The caller attempted to turn off and on the tablet. The caller does not have a second tablet. Caller connected to hotspot wifi to check app updates and caller noted all apps in hub up to date. The doctor requested a new ins being opened and the 2nd ins will not allow for connection either. The ins sn displays but will not allow connection. The caller does not believe emi is a factor as the normal equipment used in this procedures is in the room. Agent advised caller to consider attempting to connect to communicator via the communicator cable. Not all sr info gathered as caller in the or. Caller reiterated that when using the 1st ins, they were taking a picture of fluoro and as soon as they tapped ok, tablet started searching for communicator. Caller put new batteries in communicator, rebooted tablet and had c-arm and equipment turned off in or. Caller stated the tablet would find device to where they could "select device" but then get stuck on the progress screen and was stuck on 0. Caller stated the same thing happened with the 2nd ins. Eventually, they had their colleague bring another tablet and it connected right away to the 2nd ins while still in the or and that ins was implanted. After the case, caller tried and was able to connect to the 1st ins with both their tablet and their colleagues tablet - both in and out of the (empty) or. Caller was also successful in connecting to the 2nd ins with their tablet after the case. Caller stated every time they use the flouro picture feature, they get a 0x code and have to restart but typically everything connects again. Caller will be returning 1st ins that was opened/not used.